Manufacturer narrative:
The pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No pump error alarms noted during testing. Moisture damage was found on the electronic assembly and motor during visual inspection. (B)(4).

Event description:
It was reported that the insulin pump had insulin pump had insulin pump error. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm and they were able to rewind the insulin pump. Customer was assisted to clear the alarm. Customer did successfully pass the displacement test. Customer had low blood glucose level and treated with juice. The insulin pump will be returned for analysis.